Event description:
Received report of bleeding from thermistor port. A thermodilution catheter was inserted into a pt prior to undergoing cardiac surgery. Immediately upon insertion, the practitioner noted blood coming from thermistor port. The catheter was discontinued immediately with no pt harm reported.

Manufacturer narrative:
Sample involved in incident was returned for eval. Visual examination revealed blood was present in thermistor box where leak was detected. Further examination revealed catheter leak was from area in manifold between distal and thermistor lumen wall. It was determined upon dissection of catheter that leak was result of non-conformance caused during insert molding of manifold. This non-conformance results from mandrels not being inserted properly into lead tubing and into lumens during insert molding operation. Co was unable to perform review of work order documentation because lot involved was not identified. Mfg operators were retrained on current operation and co is in process of implementing extrusion process modification which will eliminate potential for leaks in manifold area.